Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that balloon rupture occurred. The patient presented with stable angina. Heparin or other antithrombotic medication were administered, and the patient was on a prior regimen of antiplatelet medication other than aspirin. The target lesion was located at the proximal right coronary artery (rca) and was 8.0 mm long with a reference vessel diameter of 4.0 mm. A rota floppy wire was inserted in the target lesion but had difficulty engaging the lesion. Rotational atherectomy was performed with a 1.75 rota burr at 180 krpm for a total of 69 runs. During each run there was transient st elevations and bradycardia observed. A 3.50 x 15 mm wolverine cutting balloon was used for pre-dilation but the balloon was found to be ruptured. The target lesion was predilated using 4.0 mm x 10 mm balloon followed by successful treatment with a 4.0 mm x 20 mm agent dcb resulting in 20% residual stenosis and timi flow of 3.